Event description:
It was reported the customer's sensor had inaccurate readings. The customer also reported receiving a calibration error alerts and bad sensor alerts with their sensor. Customer's blood glucose was 130 mg/dl and their sensor glucose read 51 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.